Manufacturer narrative:
F10, corrected data: initial MDR inadvertently submitted device problem code a25 instead of device code a24.

Event description:
It was reported by the patient's mother when a company representative checked in that she had noticed that the patient was having unusual seizures lately. No further relevant information has been received to date.